Event description:
Rptr did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Rptr's results were 227 and 340 mg/dl. No symptoms were reported. Control testing was not done due to lack of supplies. No harm was alleged.